Manufacturer narrative:
It was determined this case was not a revision. The initial reported stated this was listed as a revision in error. Therefore, please disregard the initial MDR submitted.

Event description:
It was reported revision surgery was performed.

Manufacturer narrative:
.